Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a bent stylet is confirmed but the cause is unknown. One photo sample of a 3cg stylet was returned for investigation. A full view of the stylet was not shown. The stylet was shown to be looped and a break in the outer tubing appeared to be present. The core wire appears to be intact. A portion of the product label containing the kit components list was visible behind the plastic bag. The break surface characteristics could not be clearly observed through the photo sample provided; therefore, the complaint of a damaged stylet is confirmed but the cause remains unknown. Possible contributing factors include advancement or retraction against resistance and sharp instrument damage. A lot history review (lhr) of recr2182 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported that the 3cg wire was bent when removed after placement. It was stated that it was a difficult placement. On 7/31/2018 - the returned sample has a broken outer tubing.